Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a frozen display with their abbott diabetes care (adc) device, and therefore glucose readings could not be obtained. The customer experienced dizziness, nausea and self-treated with insulin (dose/type unknown). Then the customer obtained a test strip measurement of 80 mg/dl and again self-treated with glucose for the issue. There was no report of death or permanent injury associated with this event.